Manufacturer narrative:
Calibration and controls were acceptable on the day of testing and continue to be acceptable. There is no evidence of a reagent or instrument issue. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys troponin t hs stat on cobas e411 rack serial number (B)(6). The customer stated they had been having issues with the analyzer for several weeks. One test would have failed controls that would then recover correctly when repeated. Other assays had calibration failures that would be corrected after re-calibration. The patient sample initially resulted in a troponin t value of 16.61 pg/ml and this value was reported outside of the laboratory. 30 minutes later, a second sample collected from the patient had a normal troponin t value of 4.9 pg/ml. The complained sample was repeated twice, resulting in troponin t values of 5.46 pg/ml and 5.54 pg/ml.